Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of elevated ion levels, osteolysis was noted.

Manufacturer narrative:
The patient was revised because of elevated ion levels, osteolysis was noted.examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reporting against the femoral head product/lot code combination. No other reports were found against the acetabular cup liner. Per procedure, these devices are exempt from device history review. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicateddepuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.